Event description:
Serious injury involving one person: on 09/08/1998, consumer experienced pain and irritation in left eye. Consumer consulted ophthalmologist on 09/10/1998, who diagnosed corneal ulcer and prescribed ciloxan, homapropine and propoxyphene. Lens model/water content: focus visitint/55%; lot number: unk; eye involved: left; refraction: unk; total duration of use (in months) wearing modality: less than one; number days lens worn: removed daily; last visit to dr prior to symptoms: 08/16/1998; type of lens care system used: optifree; home made saline used: no; days worn between cleaning and disinfecting: removed daily; between cleaning and symptoms: 09/06/1998. Between symptoms and calling dr: 1; self-treatment by pt: no; hand washing before lens manipulation: yes; ulcer location: limbal area; visual acuity before symptoms: unk; after symptoms: left eye 20/25; results of culture: unk; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: corneal ulcer; treatment administered: propoxyphene, ciloxan 0.3%, and homatropine hbr 5%, prognosis ; resolving.